Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working due to inflation issues. A revision surgery was performed, upon examination fluid leakage was found due to a break in the pump tubing to the right cylinder. The cylinders were scarred; therefore, only the pump component was explanted. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.